Event description:
The customer reported the system displayed a communication error and locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply and the generator interface board. The system operates as intended.